Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 3. Gts explained that a large amount of air had entered into the disposable set and that she would need to start over with new supplies. The patient elected to perform a manual exchange in the morning and end therapy for the night. No injury or medical intervention was reported. Product surveillance made contact with the patient's dialysis nurse. The nurse advised that the patient did not develop any adverse event or require any medical intervention. The nurse further advised that the patient was currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).